Event description:
It was reported that the 2600 system had a filmer error and a regulator failure error message. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended, and put back into service. (B) (4)